Manufacturer narrative:
(B)(6) states there were no fault claims against the chair. No allegations of malfunction were made regarding the chair. The chair was not alleged to have caused or contributed to the death. A replacement armrest and arm pad were requested as they were claimed to have been damaged in the fall. No further investigation will be performed.

Event description:
(B)(6) stated that the wife of the end user was out on the porch maneuvering the chair while sitting in it, and somehow fell off the porch. The (B)(6) stated she fell on her face with chair on top of her, was hospitalized and then later died as a result of injuries.